Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Unable to clear low reservoir alarm due to buttons not responding noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to clear low reservoir alarm due to buttons not responding. Customer's blood glucose was 160 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.